Manufacturer narrative:
Concomitant products: product ID 3487a, lot# l19777, implanted: (B)(6) 1991, product type lead; product ID 7495, serial# (B)(4), implanted: (B)(6) 1991, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. There was no stimulation sensation. She had the implantable neurostimulator (ins) since 2001 and would like to get it taken out. The manufacturer's database showed the device implanted in 1991, however. It was mentioned "it was only good for 5 years" and had a depleted battery. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.